Manufacturer narrative:
The device history record (DHR) for lot 75hi1221 was reviewed. No anomalies were noted on the lot release paperwork. One used stapler (handle and reload) was received by bolder surgical on (B)(6) 2020. The handle was able to go through all steps of the firing sequence with no reload attached. The reload showed complete staple deployment. The reload anvil was examined under a microscope and staple travel was minimal on proximal pockets and not present on distal ones. The fired cartridge was removed from the reload and a new one was inserted after resetting the reload. The new cartridge was fired using the returned handle. All staples were properly formed confirming functionality of the handle and reload.

Event description:
The stapler reload was put onto the handle and locked into place. Dr. (B)(6) was performing a laparoscopic assisted anorectoplasty. He inserted the reload through the laparoscopic port, engaged tissue and fired the stapler. When the stapler was removed, the staples were open and the tissue was cut. There were no staples engaged into the tissue. Dr. (B)(6) began the repair of the unstapled cut line. The surgical assist indicated that all the steps were followed before the stapler was fired. Per the services leader, there was impact to the patient, including need for surgical repair and lengthening of the surgical procedure. Additional patient details (weight, ethnicity, race) were requested but not provided. Information regarding patient outcome was requested but not provided. Additional details regarding surgical technique and steps taken were requested but not provided.